Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient commented that all surgeon's should be trained on how to allow for a bra to sit appropriately with an implanted device. Additionally, she would recommend that boston scientific show patient's how strong an electrode is and to perform proper tests on patient's who have been involved in a high speed car accident. Her electrode was forced through the muscle pocket and was stretched and tore through the muscle where it was anchored. The observations were documented by the physician.